Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacture previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's active exhalation control module and blower motor were replaced to address the issues. The blower was returned to the manufacturer's product investigation laboratory and foreign black substances were observed underneath the motor blower impeller, on the inside of the motor blower casing, and a foreign white substances leftover on the inside of the airflow pathway of the transition tube.

Manufacturer narrative:
The manufacturer previously reported an issue related to the fsn for sound abatement foam. Upon additional review, based on the serial number of this device, it is not in scope of the sound abatement foam recall.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's active exhalation control module and blower motor were replaced to address the issues.